Event description:
It was reported that, as soon as the foley catheter was connected, it started leaking from the bi-directional neck joint.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (1) video samples. Visual evaluation of the returned one-video sample noted one opened (without original packaging), used silicone foleys. Visual inspection of the first video sample showed the catheter leaking at the trifurcation site. The reported failure is confirmed cause unknown. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, as soon as the foley catheter was connected, it started leaking from the bi-directional neck joint.